Event description:
It was reported that inside the extension cable¿s package ¿there was only the manuals in it without the materials.¿ it was stated replacement extensions were requested from a nearby facility and that the procedure was delayed for ¿more than one hour and thirty minutes¿ while the patient remained under anesthesia. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).